Event description:
On 28jun2024, a patient (pt) called to report a diagnosis of a right eye (od) corneal ulcer in 2003 while wearing an unknown acuvue brand contact lens (cl). The pt reported the corneal ulcer occurred when the pt was 18 and advised "it was my fault, I was over wearing the lenses and sleeping in them." The pt couldn¿t see well from the od and it was ¿very painful,¿ red and ¿felt like a lot of pressure was in the eye.¿ the pt advised it took a week for the pain to resolve. The pt recalls not being able to wear lenses for ¿awhile¿ and using an unknown eye drop but could not recall any additional details. The pt advised there was no permanent damage to the od and there is no vision loss. The treating eye care professional (ecp) at the time of the event has retired and the practice has closed. No additional information is available. This corneal ulcer is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating ecp. The date of the pt¿s event is being recorded as 01jan2003 as the exact event date is unknown. The acuvue brand cl worn at the time of the event is unknown. The suspect lot number is unknown. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.